Event description:
It was reported that a user entered the press-and-hold function on the ilet to check for drops while still connected to the infusion set and needed assistance returning to the home screen. No symptoms were reported. Outcomes included successful user guidance and restoration of normal use. Investigation included remote troubleshooting and user education. Investigation of this case revealed user handling in which the tubing remained connected during a priming-related check, with device performance normal once the tubing was disconnected and a brief press confirmed visible drops, after which the user returned to the home screen and reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.